Event description:
An male pt contacted lifecor customer support to report that his device is continually bonging and displaying "adjust belt" messages. Support reviewed proper electrode placement and contact with the pt and ensured the garment was snug. The pt then mentioned that there were wires exposed near the monitor connection. A replacemnt electrode belt was provided to the pt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The cause of the continuous bonging and "adjust belt" messages was cable movement within ECG nodes a and b. When the ECG nodes were manipulated the resulting cable/wire movement introduced noise on the ECG signal which in turn resulted in the bonging and "adjust belt" messages. The cause of the cable movement was loose strain relief clamps within the ECG node housings. The root cause of the loose strain relief clamps was excessive pulling force on the cables at ECG nodes a and b. The report of the exposed wires was confirmed. The outer jacket of the trunk cable jacket was cut approx 10 inches from connector, exposing the inner conductors of the cable. However, none of the inner conductors were damaged. The damaged outer jacket did not contribute to the reported problem. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.